Event description:
The nurse claims that after anastomosing the graft, it leaked an unknown quantity of blood through a hole in its bifurcation. The leakage was repaired by oversewing the hole with a pledget and the application of proline. The graft was left in. The patient's condition is fine. Note: this incident report was received by the co. 12/4/1998. The incident had not been previously reported to boston scientific corporation.